Manufacturer narrative:
A visual examination of the returned device found that the returned unit had the working length torn all the way down the c-channel to the distal tip. The ro marker was not present nor was it returned for analysis; however, an examination of the working length found marks indicating that the ro marker had been placed inside the lumen during manufacturing. The investigation concluded that the working length was torn all the way down the c-channel to the distal tip, and the ro marker was not secured inside the guidewire lumen, causing the ro marker to fall off of the device. It appears that the user pulled the guidewire through the guidewire lumen, tearing the extrusion down to the distal tip. Therefore, the most probable root cause of "operational context" was selected for this complaint due to anatomical/ procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the c-channel got torn to the tip of the device. The ro marker detached and fell inside the patient. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the c-channel got torn to the tip of the device. The ro marker detached and fell inside the patient. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event.